Manufacturer narrative:
Product ID 8711, serial# (B)(4); product type catheter product ID 8711, serial# (B)(4); product type catheter. (B)(4).

Event description:
It was reported that a patient developed myelitis on (B)(6) 2013. The outcome of the patient was reported as unknown. Further, the patient was receiving itb therapy and developed a significant spinal cord lesion for the first time since more than 10 years and the relationship to the investigational drug was suspected. This device system delivered gabalon. No further patient information had been provided. Additional information was requested. It was further reported that the patient received the itb therapy to treat spasticity due to myelitis which was an underlying disease. The physician mentioned ¿an extensive spinal cord lesion developed¿ because symptoms relevant to the myelitis have worsened recently. The physician was of an opinion that the casual relationship to gabalon intrathecal cannot be denied completely. It was further reported that the patient¿s outcome was ¿recovering¿ and unrelated to the investigational drug. However, it was reported that the myelitis was related to the catheter. The physician concluded that the inflammation spread from medulla oblongata to the spinal cord and that it was different from the underlying disease of myelitis. It was initially suspected that it was related to the medication, but was refuted because there were no reports regarding myelitis or worsening of myelitis due to gabalon intrathecal. The investigation of the cause was difficult, but it was concluded that the cause was related to the fact that foreign substances, catheters, were inserted into the intrathecal space. It was ¿currently mild.¿ the severe sections were alleviated because of the examination during hospitalization. A pump operability test was performed but no rotor test and no catheter x-ray. The patient¿s daily dose was reported as ¿continuing.¿